Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "breasts hardened, it¿s very bothersome, and at time, painful, physician stated she had muscular contracture. Additionally, healthcare professional reported capsular contracture baker grade unknown. Patient took medication to treat the issue for 3 months but after that time period the issue worsened. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5(a), b5, b6, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "presence of periprosthetic fluid in the infero-external quadrant bilaterally measuring 29 x 5 mm in the largest diameters and on the right measuring 33 x 5 mm in the largest diameters" and "folding of the left breast prosthesis in the infero-internal quadrant" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Crease/folding of implant: crease fold observed on the device. No additional observations are performed.

Event description:
Device has been explanted.